Event description:
The contact stated that the customer passed out. She tested the customer's blood glucose and received a reading of 200 mg/dl. Paramedics had been called. They tested the customer's blood glucose at 73 mg/dl within 5 mins of the first reading. The contact stated the customer was treated with insulin, but more than likely, she was treated with glucose. The difference between the customer's reading and paramedic's reading falls in the "d" zone of the parkes error grid, making the difference clinically significant. The test strips and meter are to be returned for evaluation, and replacement products will be sent.